Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump infused all medication but displays that there is volume left which was unable to be confirmed during evaluation. Evaluation observed the device to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had infused all medications but displayed that there was still volume left. There was no known patient injury or medical intervention associated with this event. No additional information is available.